Manufacturer narrative:
Pixel offset settings resolved the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user loaded a disc but the images were inverted. There was no patient present.